Event description:
Reportedly, after successful deployment, the doctor removed the delivery system and noticed that the inner most sheath had disconnected from the handle and was still on the wire in the patient. The physician pulled the sheath out manually. No patient injury.

Manufacturer narrative:
Device remains implanted. Explant date: device remains implanted. Method - device not returned.